Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the needle hub got stuck in the inserter. It was noted that the customer may be putting the serter over the sensor too forcefully. Customer's blood glucose reading at the time of the call was 482 mg/dl. No further information reported.